Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of peritonitis was not reported. The patient was not hospitalized for the event. The patient did not take any medications for peritonitis. The patient recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available.